Event description:
It was reported the patient's blood glucose rose above 300 mg/dl. The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Device was received fully deployed. Corrosion was visible through the top housing. After pod opening, corrosion was seen on mechanism rails. The device download data showed no time outs, drive stalls or alarm. Inspection of the needle mechanism and drive mechanism found no issues. Fluid path test was performed, and fluid initially flowed through the fluid path. A leak test was performed by manually occluding the distal tip of the soft cannula. Upon manually rotating the ratchet gear, fluid was observed to be leaking from an internal tear. The internal tear caused fluid deposition inside the pod leading to corrosion. Fluid leaking from the intended fluid path resulted in improper insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.